Manufacturer narrative:
User reported a strange scraping noise for a while, but the user did not contact us for maintenance or service.

Event description:
Rail section at the bottom came loose. No injuries occurred.